Event description:
It was reported that since implant, the pump did not deliver drug. The pt had increased spasticity/lack of effect. The catheter was replaced in 2008 to make sure it was not a catheter problem; there was no catheter problem. The pump was replaced and since that time, the pt had "perfect effect on spasticity". The pump was used to deliver baclofen.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.